Manufacturer narrative:
The customer received remote application assistance from a remote support engineer (rse) who found software defect. It was onsite assistance from a philips field service engineer (fse) arranged and the fse did perform an software upgrade per field change order (fco) (B)(4). Based on the information available and the testing conducted, the cause of the reported problem was a software defect. The reported problem was confirmed. The customer was provided with a software upgrade per field change order (fco) (B)(4) to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. E1 reporter phone # (B)(6).

Event description:
It was reported that there are no alarms at the central monitor. The device was reported to be in use on a patient. No adverse event to the patient or user was reported.